Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument clip scissored and would not hold. Another instrument was used to complete the case. There was no consequence to the pt. The device involved was discarded and an unopened sterile er320 was returned for analysis.